Event description:
It was reported that while attempting to place lead, the physician was unable to advance the stylet past the first five proximal centimeters of the lead. Three stylets were attempted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Blood was present on the distal conductor of the lead and it was obstructed. The analyst commented on the likelihood that during the attempted implant, blood had ingressed and dried in the distal lumen, preventing the stylet from passing further than 15 cm from the proximal end.